Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed was located in a shunt in the severely calcified and moderately tortuous forearm vessel. A 5.0 x 40 x 75cm mustang¿ balloon catheter was advanced for pre-dilatation and was initially inflated at 10 atmospheres. However, on the second inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of same device. No patient complications were reported and the patient¿s status was good.